Manufacturer narrative:
(B)(6) (back up controller) is addressed under MFR # 2916596-2020-06325. Modular cable is addressed under MFR # 2916596-2020-06328. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event a damaged strain relief was not confirmed. The heartmate 3 system controller, (B)(6), was not returned for analysis. No photos or log files were submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 26feb2018. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller power cables and power cable connectors for dirt, grease, or damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was connected to (B)(4). The bend relief in white cable was completed broken through all layers, no damage was noted in underlying cable and no alarms were noted. It was attempted twice to switch to the patient's back-up controller ((B)(4)). Both attempts were unsuccessful due to the driveline being unable to click into the pocket controller. The driveline of the patient would not seat into the opening. The controller and connections were inspected and no damage was noted. This is the first time patient was hooked up to this controller since implant. Attempted a second connect with vad coordinator and vad cardiologist, that was unsuccessful. Reconnected to original controller to recover patient. The final connection was made to brand new controller without difficulty as primary controller (B)(4). During disconnect patient became symptomatic and felt dizzy, lightheaded, and noticeable less alert. Elected to reconnect patient to the damaged cable controller to re-establish flow. Patient recovered in matter of seconds. The patient did not have any additional symptoms. There were no alarms after the controller was exchanged. The patient was now stable at home. (B)(4).